Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml baclofen at 399mcg/day via an implantable infusion pump for spasticity. It was reported that since the patient had their pump replaced in (B)(6) 2018 they had been experiencing intermittent underdose and overdose symptoms, with the overdose symptoms being worse at night. It was reported that they were getting more medication than expected at the refill appointments, and that pump underinfusion was expected. The patient's pump was replaced on (B)(6) 2018. It was reported that the issue was resolved at the time of the report. It was reported that the device would be returned to the manufacturer. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
The device was returned and passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.